Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that according to the information received, inability to detect fluorescence, leading to a call to the biomedical technician, followed by a call to the laboratory's sales representative. These various parties were unable to find a solution to the technical problem. This malfunction resulted in a significant loss of time and energy, extending the operative and anesthetic time, and necessitating bilateral pelvic lymph node dissection.